Event description:
In user facility report (B)(4), it was reported that during surgery no positive pressure ventilation could be achieved in manual/spontaneous mode with a draeger apollo anesthesia workstation. Automatic ventilation worked as expected and was used to complete the case. Additionally it was reported that during the time of problem to manually ventilate drugs were administered to the pt and that the pt was evaluated by cardiologist post-operatively, who stated that during the operation the pt apparently went into a wide- complex tachyarrhythmia.

Manufacturer narrative:
A draeger service tech evaluated the device after the event, reproduced the reported behavior and found that the carbondioxide absorber (clic canister) was cracked at the bottom. After replacing the clic canister the device was tested and passed all tests. The analysis of the device log confirmed the problems to build up pressure in man. Spont. Mode. After switching to automatic ventilation, no problems were found. This can be explained with the found damage in the bottom of the clic absorber. In automatic ventilation modes, a leak (e.g. Caused by a hole in the clic) in the absorber would not lead to a loss of pressure since the reverse path is closed during piston movement. The only result may be a mixture of fresh gas with room air. If adjusted ventilation alarm limits are affected, the device will issue the appropriate alarms, in manual ventilation as well as in automatic ventilation. In manual ventilation mode the device will generate an optical and acoustical co2 apnea alarm and other alarms, depending on user settings. The log book confirmed that co2 apnea alarms were generated during the case in question. The reported problem would also be apparent to the user due to the empty breathing bag, inability to build up pressure and missing flow- based readings. All other failures of components that may lead to a problem with manual ventilation would have created error entries in the device log. No similar error codes are recorded in the device log. In general there are entries in the device log indicating a technical device problem of the apollo. Based on the log analysis and the found damage at the bottom of the clic absorber, it is plausible that this was the root cause for the observed inability to build up pressure in manual mode.